Event description:
High rv thresholds were noted at the pt's scheduled f/u. A surgical procedure to correct the observed threshold issue has been scheduled. As of today, all records indicate that this lead remains actively implanted.